Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device changeout procedure, the atrial lead exhibited low impedance upon connection to the replacement device. The lead remained implanted. Past instances of noise were also noted dating back to 2013. The noise could not be reproduced. No patient symptoms were reported. The patient would continue to be monitored.